Event description:
It was reported the tct75 was used during a gastrectomy procedure. It was reported by the affiliate the firing knob was too heavy to fire. The surgeon could not fire the device. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.48790. Ees #.980442/a. D5,6:h4: information not available, device not returned for analysis.